Event description:
Surgeon believes that energy was released along the shaft of the instrument causing an unintended burn to the patient's uterus. During the tubal ligation procedure for the user was receiving rem alarms adn replaced the rem pad. After changing pads, the surgeon activated the footswitch to ensure that the cautery was working. Upon continuing the procedure, teh burn was discovered. According to statement by nursing staff to the territorial sales manager, the burn shape resembled the instrument tip shape and appeared as though the tip was resting on the uterus during activation.